Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of the device being intermittently unable to power on was duplicated and attributed to a missing capacitor on the control board. The malfunction of the device inappropriately displaying a "defib pad short" message was duplicated and attributed to a lifted pad on the location of a capacitor on the control board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently was unable to power on and inappropriately displayed a "defib pad short" message upon power up using ac power. Complainant indicated that there was no patient involvement in the reported malfunction.